Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument tip was exposing orange and cover does not stay on instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a scratched tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.089¿ x 0.040¿. There was not any material missing.